Event description:
Patient complained of right knee pain. Radiographic exam revealed poss tibial insert problems. Upon surgically opening the joint. This was confirmed along with possible patella delamination. Both poly, surfaces were replaced with components which are designed to articulate with the existing femoral component. The metal tibial tray was also replaced with an updated design. Femur was left intact. Tried fixation test. Proved the implants were indeed successful, the joint was then closed in the proper fashioninvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.